Event description:
Customer reported an issue with the panorama telepack, which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service reps cleared error logs and reset the server. System was returned to service.